Manufacturer narrative:
The arjo repair technician was informed by the customer staff about the incident involving the citadel plus bed frame. Allegedly, the patient fell from the bed and was injured when the side rail broke. The event occurred when the customer staff was bathing the patient, the patient was leaning against the right side rail at that time. There was no indication that any medical intervention was needed. The photographic evidence provided revealed that the side rail was fully detached from the bed frame. The condition of the side rail indicates that the collision between the width extension section and the side rail occurred. The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed) designed to adjust the width mattress support surface. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The instruction for use for citadel plus bed frame (document number: 831.374_en) includes the following warning: ¿make sure all eight width extension sections are extended. Using the bed without all extension in the same position may cause damage to the bed as well create an unsafe condition.¿ IFU includes also information that the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Arjo device was used for the patient treatment when the event occurred and played a role in the event. The side rail was detached, therefore, the citadel plus bed did not meet the performance specification. The complaint decided to be reportable due to the patient¿s fall. No serious injury was claimed.

Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
The arjo repair technician was informed by the customer staff about the incident involving the citadel plus bed frame. Allegedly, the patient fell from the bed and was injured when the side rail broke. The event occurred when the customer staff was bathing the patient, the patient was leaning against the right side rail at that time. There was no indication that any medical intervention was needed.